Manufacturer narrative:
A likely temporal association exists between the liberty cycler / liberty cycler set and the patient's experience of upper abdominal pain with subsequent diagnosis and hospitalization for peritonitis. Although there is no documentation in the complaint file that indicates a causal relationship. Additionally, there have been no reported allegations of a liberty cycler / liberty cycler set malfunction causally associated with the patient's peritonitis event. Based on the available information in the complaint file, the possibility exists the patient's peritonitis event is associated with the breach in aseptic technique by the patient during ccpd treatment.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's nurse reported the patient was diagnosed with peritonitis on (B)(6) 2017 in the hospital. Patient was in and out from the hospital and patient was in rehab and was discharged from rehab. Patient was completing pd treatments in the hospital and in the rehab. Patient was debilitated and was tired of pd and considering hemodialysis. Patient was treated in the hospital and rehab with antibiotics vancomycin and gentamycin. Nurse did not know if patient recovered, did not see the patient. There were two culture tests: one positive for bacteria (date unknown) and the other test negative growth after 5 days. The nurse stated that the peritonitis was not related to the cycler or pd therapy. On the question what was the cause of the peritonitis nurse reported that patient had a very specific pain in the upper portion of the abdomen, close to the pd belt. There was no vomiting, no cloudy effluent. Further information has been solicited but not made available.